Event description:
The pt reported she awakened by her insulin infusion device alarming and beeping a 04 (occlusion) error. She stated she changed her infusion set and the alarm continued. She said her blood glucose reading was 290 mg/dl with her normal range being 120-130 mg/dl. She stated she has no physical symptoms. During troubleshooting, the pt discovered her insulin cartridge was empty. She said she changed the electronic battery on her infusion device and left in her insulin cartridge which had less than 100 units of insulin. When the electronic battery is changed the insulin counter sets toa 3.15 insulin cartridge unless adjusted by the user. The importance of changing to a 3.15 cartridge when changing the electronic battery was reviewed with the pt. The pt changed the insulin cartridge and primed until insulin flowed out of the end of the tubing. She then reconnected to the device and bolused 2 units of insulin. On follow up, the pt stated her blood glucose readings have been in the upper 100's mg/dl and she has had no further occlusion messages. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.